Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing. A chest x-ray confirmed that the lead had dislodged. No patient symptoms were reported. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.